Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05023. It was reported that shaft break occurred. When advancing a 2.75 x 8mm promus premier select drug-eluting stent, the shaft broke inside the guide catheter. The guide catheter had to be removed n order to remove the remaining part of the broken stent. A 2.75 x 12mm promus premier select drug-eluting stent was then advanced, but the same thing occurred. The procedure was completed with a different device. There was no serious injury to the patient.

Manufacturer narrative:
Device avail. For eval, returned to MFR on, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a promus premier select ous mr 2.75 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within specification. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 715mm distal to the distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05023. It was reported that shaft break occurred. When advancing a 2.75 x 8mm promus premier select drug-eluting stent, the shaft broke inside the guide catheter. The guide catheter had to be removed n order to remove the remaining part of the broken stent. A 2.75 x 12mm promus premier select drug-eluting stent was then advanced, but the same thing occurred. The procedure was completed with a different device. There was no serious injury to the patient.